Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the tortuous mid right coronary artery. A 190cm, straight-tip samurai guidewire was selected for use. However, the guidewire was twisted and fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the tortuous mid right coronary artery. A 190cm, straight-tip samurai guidewire was selected for use. However, the guidewire was twisted and fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6) e1: initial reporter phone: (B)(6). The device was returned for analysis which revealed an s-shaped bent at approximately 15 mm from the distal tip of the wire and a kink at an internal angle of about 140 degrees at approximately 76 mm from the tip. No other abnormalities were observed.